Event description:
It was reported that the device's battery is dead. There was reportedly no patient involvement.

Event description:
It was reported that the device's battery is dead. There was reportedly no patient involvement.